Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy, the anesthesiologist reported that each time the gyrus pks cutting forceps was activated, the patient's heart stopped. After it occurred twice, the instrument and machine were removed and another set up was brought to the operating room. Anesthesiologist reported that the heart stopped in spite of giving glycopyrrolate 1cc IV. He observed this cardiac effect on the monitor for only a few beats and instructed the surgeon to stop. The heart beat returned immediately. The procedure was finished with a covidien bipolar instrument. No patient issues reported.

Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.